Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00012. This report is being submitted as additional information. Approximate age of device ¿ 1 day. Manufacturer's investigation conclusion: a direct correlation between hm3 lvas, and the reported event could not conclusively be established through this evaluation. The reported low flow alarms could not be confirmed as no log files were submitted for evaluation. Heartmate 3 lvas was not returned to abbott for evaluation. The heartmate 3 lvas IFU lists stroke, neurological dysfunction, bleeding, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the implantation procedure, air entrainment occurred after the outflow graft vent needle was removed and neurological insult occurred. The patient was put back on cardiopulmonary bypass (cpb). While back on cpb, bleeding around the apical sewing cuff was noted. Multiple additional sutures and pledgets were placed to stop the bleeding. The next day, the lvad team reported that the patient had seizures during the night. On (B)(6) 2017 it was reported that there had been no significant change and no neurologic improvement. No additional information was provided. Additional information: it was reported that the family withdrew care and the patient expired on (B)(6) 2018. The pump was not explanted and will not be returned. The sus voluntary event report, mw5076401, was received on (B)(6) 2018: "during surgery for placement of a heartmate 3, my husband suffered a stroke due to air bubbles in the ascending aortic cannula. The op report states that the device was aspirated as well as the heart. At the point just before protamine was initiated there was acute hypertension and the right ventricular was dilated. Steps were taken to rectify the situation but the end result was stroke and coma. I feel that somehow that air was trapped in the device and that the protocol for aspiration needs to be changed. I have secured the device and it is being held at regional pathology and autopsy services."